Manufacturer narrative:
Device evaluation (system controller): the system controller collected log file contained data from 4:06pm to 9:52pm on (B)(6) 2018, per the timestamp. Low flow hazard alarms were captured throughout of the log file due to the calculated flow being below the alarm threshold of 2.4 lpm. The flow was recorded between 1.3 and 2.4 lpm during the low flow hazard alarms. A low battery power advisory alarm activated at 6:36pm due to the patient's 14v li-ion batteries running low. The system controller remained connected to the same set of batteries and the low battery power advisory alarm remained active until 7:53pm when a low battery power hazard alarm activated. At 8:31pm a no external power alarm activated due to both of the patient's 14v li-ion batteries fully depleting. The no external power alarm remained active for the remainder of the log file. The controller's backup battery powered the pump from 8:31pm until 9:52pm when it appeared to become fully depleted. Once the system controller's backup battery fully depleted the system controller would have shutdown due to a full loss of system power, resulting in the pump stopping. The log file did not capture the controller being reconnected to a power source. Device evaluation (lvad pump): the explanted pump was returned for investigation and no device-related issues were identified through the evaluation of heartmate ii lvas. The pump was returned with the driveline cut approximately 5 inches from the pump housing. The severed portion of the driveline was returned in one segment, measuring approximately 22 inches, and was covered in tape. There was some observable damage to the outer jacket. The outer jacket was removed and there appeared to be no damage to the wiring beneath. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The outlet elbow was returned attached to the pump. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information from investigation results reported pump stoppages were due to depleted batteries observed in the log file.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 6 years and 1 month. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. The patient woke during the night with an upset stomach upset and abdominal pain twice. It was reported that the patient suffered a brief syncopal episode. While preparing to go to the emergency room, the patient suffered a seizure and the patient expired on (B)(6) 2018 at the local emergency department. No additional information provided.